Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the proximal pressure sensor failure had occurred. Remote service was planned for the customer but later cancelled as service was no longer required. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).